Event description:
It was reported that this pacemaker recorded a code 1003, which states that the voltage is too low for projected remaining capacity. Data analysis identified potential high impedance within the battery condition. This device was subsequently explanted and replaced, and the device has not been returned. No additional adverse patient effects were reported.